Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within spec and passed a21 error test and displacement test. No button error alarm during testing. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. Customer treated with manual injection. Customer stated that insulin pump was not working. Customer also stated that buttons not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The insulin pump will be returned for analysis.